Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and the reported failure (error 23025) was able to be reproduced during sine cycle.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the site had a recoverable error on console. The technical service engineer (tse) viewed error logs and found error 23025 on master tool manipulator left (mtml) axis 3. The customer continued with the procedure with the second console. The tse recommended performing a hard power cycle on the system after the procedure to see if the error will clear. The procedure was completed as planned with no reported injury.